Event description:
During an unk procedure, the surgeon did not get any audible crunch, nor was there any pressure at all in the instrument's handle. She fired the instrument again, the pressure and the crunch was there, but the instrument broke through the bowel wall, thus not creating the anastomosis. The procedure was completed with hand-suturing. There was no patient consequence.